Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the guidewire easily kinks. It was reported this occurred with four devices. This report will address all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinking guidewire was inconclusive because the problem could not be reproduced. The product returned for evaluation was one sealed 12fr niagra slim cath catheter kit. Amongst the kit components was one guidewire w/ hoop. The guidewire was functionally tested by attempting to thread the guidewire through the introducer needle and catheter. The guidewire was able to thread through both components without issue. The guidewire was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.